Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0175695, medical device expiration date: 2021-03-31, device manufacture date: 2020-06-23, medical device lot #: 0160957, medical device expiration date: 2021-02-28, device manufacture date: 2020-06-08. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during validation with 50 bd vacutainer® 9nc 0.109m plus blood collection tubes there were discrepancies with the measurements of the stoppers. The following information was provided by the initial reporter: hospital has recently carried out validation work of the new citrate stopper formulation against the previous stopper formulation and have found discrepancies between inr measurements on the two stopper types. The difference in inr results between the two stopper formulations is increasing with an increase in inr.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during validation with 50 bd vacutainer® 9nc 0.109m plus blood collection tubes there were discrepancies with the measurements of the stoppers. The following information was provided by the initial reporter: hospital has recently carried out validation work of the new citrate stopper formulation against the previous stopper formulation and have found discrepancies between inr measurements on the two stopper types. The difference in inr results between the two stopper formulations is increasing with an increase in inr.